Manufacturer narrative:
Device will not be returned for eval.

Event description:
It was reported that the event occurred in the intensive care unit during intra-aortic balloon (iab) therapy. The intra-aortic balloon pump (iabp) shut down, the screen became white colored and made a continuous noisy sound. As a result, the pump was switched for another pump (#sn (B)(4)) with success and iab therapy continued. No medical/surgical intervention was required. There was a ten minute delay or interruption in therapy with no harm to the pt. There was no report of pt death, complications or injury. The pt outcome is okay. Support for the pump was requested for by a third party service organization.